Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not working. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The device was installed on (B)(6) 2009. There were no test failures but the green indicator status light does no appear to be working. The status light was not lit because of a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.